Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to be returned with a section of one grip detached from the distal end. The size of piece is roughly .150 x .050. The grip fractured near the base of the clip groove and the grip has a slight bend below the fracture surface. Additional observation not reported by site is a bent grip. The intact grip is bent at roughly a 30 degree angle. Location of bending is near the base of the clip groove, similar to where the other grip fractured. The location of fracture/bending of the grips matches closely with the depth the grips get installed into the clip holding fixture. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the small clip applier instrument's tip became detached and fell into the patient. The piece was retrieved and accounted for from the patient. The procedure was successfully completed with a replacement instrument of the same type. The site reported that there was no patient injury or adverse event experienced.